Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Customer reported that "on (B)(6) december one patient received on the emergency sonnenhof a bladder catheter. These catheters came out with a broken balloon in both cases. On the 15.12. Patient received the same bladder catheter again in the evening at our station. This one slipped also out of patient again on 16.12. In the morning, because the balloon was broken again. I talked to the nf and they used the same catheters with the same batch number: 171305. Of course, we are aware that the problem could be related to the patient's bladder. We report it as a precaution, because there might also be a material problem.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that "on 14 and 15 december one patient received on the emergency (B)(6) a bladder catheter. These catheters came out with a broken balloon in both cases. On the 15.12. Patient received the same bladder catheter again in the evening at our station. This one slipped also out of patient again on 16.12. In the morning, because the balloon was broken again. I talked to the nf and they used the same catheters with the same batch number: 171305. Of course, we are aware that the problem could be related to the patient's bladder. We report it as a precaution, because there might also be a material problem.